Manufacturer narrative:
Product analysis: at analysis the reason for return (keyboard broken, loose electrocardiogram [ECG] pin creating noisy channel and that it made a ticking noise) was partly confirmed. The keyboard was not damaged and worked normally, the electrocardiogram (ECG) connector was loose and will be replaced, the cooling fan was noisy, the bezel had minor damage (considered acceptable) and the power cord bay was damaged. During final functional testing several link-electronic-module (lem) board errors occurred and therefore the lem board was replaced. The power cord bay, ECG connector and cooling fan were replaced. The touch screen was calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. Non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's keyboard was broken, the electrocardiogram (ECG) pin was loose, and the ECG channel was noisy. It was also reported that the programmer made a ticking noise, and the analyzer did not work properly. The programmer and analyzer have been returned for service. There was no patient involvement. It was further reported that during a procedure, when selecting the analyzer with the programmer an error appeared indicating that the analyzer was not recognized by the programmer. Troubleshooting included restarting the programmer and disconnecting and reconnecting the analyzer but the issue did not resolve. It was noted that this analyzer was typically used with a different programmer. The programmer was changed out and the procedure was performed without issue. No patient complications have been reported as a result of this event.